Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
In situ testing results were indicative of a device malfunction. Further in situ testing was conducted as the patient still has access to sound with the device, indicating normal results. Per new information received, the implant started working intermittently. The patient no longer has any benefit from the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing results were indicative of a device malfunction. Further in situ testing will be conducted as the patient still has access to sound with the device.